Event description:
It was reported by the customer that on (B)(6) 2010, there was a big flash and the fiber stopped working at 176,343 joules. No further info was provided. The device was not returned for eval.